Event description:
This report is for 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10: additional narrative: h3, h6: a product investigation was completed: the visual inspection has shown that the plate is broken; two (2) parts of the plate were received. No article and lot number are visible on the plate; the etched part is cut off and was not returned. Therefore, this indicate the mentioned article number provided is not the correct one. The mentioned article 04.501.009 belongs to an 8-hole matrixrib plate anodization gold. The received plate must have more than 8 holes originally. One unknown screw is still jammed within the plate hole and cannot be disassembled. Both parts of the plate are showing badly damages and scratches. The jammed screw head shows a damaged recess. Dimensional and drawing inspections could not be performed due to missing article and lot number information. The received condition of the device is concordant with the complaint description and the complaint condition is confirmed. No article and lot number are visible on the plate; the etched part is cut off and was not returned for evaluation. Therefore, this indicate the mentioned article number provided is not the correct one. No further detail information was given. A review of the production history could not be performed as the article and lot number is unknown. Based on the provided limited information we are not able to determine the exact reason for this occurrence. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Without a lot number the device history records review could not be completed. Product was not returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on an unknown date that the matrixrib plate was broken after three months of implantation. No patient consequence. Concomitant device reported: unknown screws (part# unknown, lot# unknown, quantity# unknown). This report is for 1 of 1 for (B)(4).